Manufacturer narrative:
Product ID: 3093-28, lot# v009198, implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the initial issue was in (B)(6) 2017 when it was noted that the patient may have had a fractured or migrated lead, and that the lead shorted out sometime around the first of the year. It was noted that the patient had bilateral leads for interstitial cystitis (painful bladder syndrome) and the initial failure came from the lead on the right side, and the initial placement of the device was some 11 years ago. There was a lengthy attempt made to remove the lead in (B)(6) 2018, potentially leading to a lead fracture and eventual abandonment of the lead removal due to patient safety; the piece of lead that broke off was too far in to remove, so the healthcare provider (hcp) left a piece of lead in. Following the lead removal attempt, a new generator and new lead were placed. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of medical devices: product ID 3093-28, lot# v009198, implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type lead. Device code: (B)(4) no longer pertains to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via manufacturing representative regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the surgeon followed instructions and pulled the lead gently but the lead broke at the second electrode. It was stated that the internal wire was explanted, but leads 0 and 1 remained in the body and it was unable to be retrieved after dissecting down to the sacrum. The hcp mentioned that that there was partial lead left in the patient and fluoroscopy was used to assist with the removal without success. There were no further symptoms or complications reported or anticipated.